Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID e2dr01 ipg implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was undersensing the r wave. The lead was capped and replaced. No patient complications have been reported as a result of this event.